Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient complained of worsening back and leg pain. It was noted that the patient was also having difficulty charging his ipg and one of the leads had migrated. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient complained of worsening back and leg pain. It was noted that the patient was also having difficulty charging his ipg and one of the leads had migrated. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received thatthe patient complained of worsening back and leg pain. It was noted that the patient was also having difficulty charging his ipg and one of the leads had migrated. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and leads replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient complained of worsening back and leg pain. It was noted that the patient was also having difficulty charging his ipg and one of the leads had migrated. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.